Event description:
Post-treatment contamination in the left area [dermal filler site infection] ([injection site movement impairment], [erythema], [pain], [skin oedema]) herpes [herpes virus infection] . Case narrative: the italian subsidiary notified teoxane geneva of an adverse event on 11-nov-2025. The case was reported by an italian injector. According to him, the patient was injected on (B)(6) 2025 using the multi layering technique (mlt 3.1) in the middle third with: - 1.2 ml of teosyal puresense ultra deep closed to the periosteum of the zygomatic arch and in the malar area. The injection was done with the needle supplied in the box, using the bolus injection technique (rc/2511035), - 1.2 ml of teosyal rha 4 in the superficial fat pad of the cheeks. The injection was done with a cannula, using the fanning injection technique (current complaint), - 3.0 ml of teosyal puresense redensity 1 in the deep dermis of the cheeks. The injection was done with a cannula, using the fanning injection technique (rc/2511037), immediately after the treatment patient was fine. Two days after the injection, on (B)(6) 2025, the patient experienced a visible oedema on the left side of the malar area extending to the left side of the mouth, with pain and redness. The area was so swollen that the patient had difficulty moving her mouth on the left side. The patient had never had fillers before; she was not taking any medications and did not report recent dental treatments or flu. The injector prescribed the following treatment: corticosteroids (deltacortene 25 mg daily for 4 days and then scaling the dose for another 3 days), antibiotics (rocefin for 6 days). On (B)(6) 2025, the patient had a new consultation with the injector. According to him the pain and redness improved but the affected area was still very swollen and tender to touch. In addition, an herpetic outbreak appeared near the left corner of the mouth. The injector added the following treatment: antiviral (aciclovir 800 3 times a day for 1 week), dietary supplement (vitamin b12). The local medical expert was consulted and advised the injector to add also an emollient cream to the therapy (eucerin). Both the injector and the local medical expert suspected a post-treatment contamination of the left side of the patient's face. Indeed, according to the patient she did not follow the recommandations of her injector and was exposed to dust and dirt immediately after the injection. On (B)(6) 2025 the patient had a new consultation with the injector. The later was in the scaling phase of her corticosteroids treamtent. Her symptoms were resolving. According to the severity of the symptoms this complaint was assessed as reportable. On (B)(6) 2025, we were informed by the injector that the patient was fine and that the problem was completly resolved. The complaint was therefore considered closed.

Manufacturer narrative:
Skin infections may manifest as oedema, pain, redness and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care (in this case patient was exposed to dust and dirt immediately after injection). Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Herpes outbreaks that normally appear a few days after injection are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Herpes outbreaks are linked to the patient's infectious history. In patients with a history of herpes infection, the reactivation of the virus can be due to several causes, including local trauma, an inflammatory reaction, systemic stress, or immunosuppression. Symptoms are generally harmless and resolve quickly after medical treatment. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.